Event description:
A customer contacted beckman coulter (bec) reporting a leak inside their coulter hmx hematology analyzer. The volume of the leak was 20 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No injury or exposure was reported. There was no affect to patient samples or results.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2013 and found a hole in the tubing through pinch valve pv27 (pv27 controls the erythrolyses ii reagent path to erythrolyses ii reagent pumps, pm6 and pm7). Fse replaced the tubing through pinch valve pv27 which resolved the leak. Repairs were verified per established procedures and results met published performance specifications. The cause of the leak was a hole in the tubing through pinch valve pv27. (B)(4).